Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient noted a discharge coming from the pacemaker implant site and presented in clinic. The patient was then admitted to the hospital and started on antibiotics. He was reported to be in stable condition. On (B)(6) 2020, the pacemaker system was successfully removed and the patient was placed on temporary pacing system the following day. No further incident was reported. Related manufacturer reference number: 2017865-2020-06452, 2017865-2020-06454.